Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during manual prime process. Customer's mother stated that customer is using manual injections. The drive support cap is protruded. The blood glucose reading is 397 mg/dl. Advised caller that the insulin pump will be replaced. Nothing further reported.